Event description:
Have been using the freestyle libre 14 day sensor for about a year and in late (B)(6) started to develop contact dermatitis from the sensors. Met with dermatologist and she recommended to try applying cloderm steroid cream prior to sensor application and post sensor application. Within 10 days I began to have itching after applying the cloderm, and upon removal on day 14, I had the same contact dermatitis reaction which was a very red and irritated. Discovered on the freestyle website that the adhesive product called isobornyl acrylate has been proven to cause contact dermatitis and my dermatologist stated it's the #1 allergen for 2020. I have joined a (B)(6) group page created for both the freestyle libre and dexcom adhesive issues and folks are coming up with all sorts of means for applying barriers to the skin to help reduce the chance of these terrible rashes resulting from these adhesives. Why isn't this being looked at for both products as there are so many complaints and nothing being done about it? Customers including myself are having to purchase these barrier recommendations coming from both freestyle libre and dexcom and that isn't right . Why not fix the issue as it's unfair that this issue has fallen on patients using these products. These barrier suggestions are also not working. Folks are coming up with their own trials like spraying flonase steroid nasal spray onto the skin prior to applying the sensors. What? Nasal spray? Please look into this as it's not right as so many of us diabetic folks are thrilled to have glucose sensors like this but it's becoming not worth the adverse side effects. We are all now providing this link to have more and more people report this as it seems to have fallen on deaf ears. Thank you for your attention to this matter. FDA safety report ID # (B)(4).